Event description:
Additional information was received from the healthcare provider indicating that there was no known cause for the occlusion.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a health care provider (hcp) via a study. A catheter access port (cap) contract study was performed on (B)(6) 2014, and the cap could not be aspirated. A catheter occlusion was noted. A catheter revision occurred. The event resolved without sequelae. It was noted that this event was related to the device or therapy and not related to the implant procedure. The programming date from most the recent refill prior to event was (B)(6) 2014 and the programming time from the most recent refill prior to event was 08:21. There were no clinical symptoms. On (B)(6) 2015, additional information reported that a routine catheter dye study was done, and there were still no clinical symptoms. The indications for use were non-malignant pain and cervical/neck. The system was delivering fentanyl (866.1mcg/ml) at 568.11mcg/day, morphine (20.0mg/ml) at 13.119mg/day, and bupivacaine (9.1mg/ml) at 5.9691mg/day. The lot numbers were unknown. Follow up is being conducted regarding the cause of the catheter occlusion. If additional information becomes available, the event will be updated.